Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 30 mmol. It was stated that the customer received several no delivery alarms the day prior to the hospitalization. The customer changed the infusion set after every no delivery alarm. It was stated that the physicians at the hospital ran tests on the insulin pump and they stated it was not working. It was stated that a nine unit prime was performed and no insulin came out. Unable to perform any troubleshooting during the phone call as the disposable supplies had been removed from the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device be returned for analysis and further information will follow once the analysis has been completed.